Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A review of the device history record was completed for batch #(B)(4). All inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Investigation conclusion: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Root cause description: root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned.

Event description:
It was reported that foreign matter occurred before use with a syringe allergy 1ml w/ndl 27x1/2 rb. The following information was provided by the initial reporter, "customer found what looked like fibers on the needles with she upcapped the needle. Customer would like replacements and she might have the needle to send back in. Finding "fibers" on needle tip prior to injection. Did not use consumer is using syringes to administer her allergy shots at home 3 syringes affected but not on the same day incident dates, unknown stated, she reported it on (B)(6) 2019 but does not known when she found the issue with syringes."